Event description:
It was reported that the customer's blood glucose suddenly has been dropping in the middle of the night. The customer stated having three to four infusion sets and reservoirs let. The caller also stated that the sensor alarms were also annoying. The customer believes that the changes on her schedule were affecting her glucose level. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).